Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 9 reports, regarding 12 devices, for this device family and failure mode. During this same time frame 54,645 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised the following: a thorough understanding of the principles and techniques involved in laparoscopic laser and electrosurgical procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of a customer that the cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length device was being used in an unknown procedure on 18sep24, when it was reported ¿conmed lap kittner dissector (lot# 202405061) is falling apart inside the abdomen. We opened two more with different lots and they seem to be fine.¿. Further assessment was sent, and a good faith effort was made to obtain further information; however, no response has been received to date. There was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on reported injury due to the possibility of the patient retaining a foreign body.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of a customer that the cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length device was being used in an unknown procedure on (B)(6) 2024, when it was reported ¿conmed lap kittner dissector (lot# 202405061) is falling apart inside the abdomen. We opened two more with different lots and they seem to be fine.¿. Further assessment was sent, and a good faith effort was made to obtain further information; however, no response has been received to date. There was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on reported injury due to the possibility of the patient retaining a foreign body.